Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that erroneous results occurred during use with a bd vacutainer® lh pst¿ ii plus blood collection tubes. The following information was provided by the initial reporter, false low test results in various clinical chemistry analyses with device. Technicians detected gel on the sample needle (without really analyzing it, so it could actually be fibrin) and replaced the sample needle. The laboratory has only had the new device for 3 weeks and never had any problems with gel on the sample needle before. Now they have noticed that the samples show gel smearing and cloudy material (fibrin gel). Blood samples had to be repeated, no other medical measures." 100 occurrences were reported.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples of the incident lot were selected from bd inventory for evaluation/testing and upon completion, the customer's indicated failure mode for gel smearing was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that erroneous results occurred during use with a bd vacutainer® lh pst¿ ii plus blood collection tubes. The following information was provided by the initial reporter. False low test results in various clinical chemistry analyses with device. Technicians detected gel on the sample needle (without really analyzing it, so it could actually be fibrin) and replaced the sample needle. The laboratory has only had the new device for 3 weeks and never had any problems with gel on the sample needle before. Now they have noticed that the samples show gel smearing and cloudy material (fibrin? Gel?). Blood samples had to be repeated, no other medical measures." 100 occurrences were reported.